Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 44 mg/dl. Current blood glucose was 95 mg/dl. Patient has treated with food and he said that he drank 2 glasses of juice. Based on customer report customer does not allege pump was over delivering. Customer stated that the reservoir was not manipulated while connected. Customer reports programming is inaccurate. The insulin pump will not be returned for analysis.